Event description:
Boston scientific neurovascular became aware of an event in which the subject device stretched and broke during deployment. The physician used a stent and plastered the main coil against the vessel. The patient was reported in good condition after the procedure.